Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The control voltage was adjusted. The system is operating as intended.

Event description:
The customer reported that the 9800 system shut down. No pt injury was reported.